Manufacturer narrative:
A copy of a medwatch report was received from the FDA on (B)(6) 2004. Patient suffered a heart attack and a cordis cypher stent was implanted. Patient suffered a heart attack and a cordis cypher stent was implanted. Patient went home two days later. Patient started having chest pain a week later. Patient saw a doctor an was put on nitroglycerine which did not work. The patient was put on morphine, which did not help much. Patient was readmitted and angioplasty was performed; it was found that one of the stents had collapsed. Another stent was implanted. Patient was put on coumadin, norvasc, toprol xl, and now on aspirin. After the second surgery, a rash appeared underneath the arm and patient was put on benadryl. No product was returned. A review of route sheets could not be performed as no sterile lot number was available. This corresponds to a complaint rate of (B)(6) restenosis complaints (time frame (B)(6) 2003 to (B)(6) 2004 ) for the cypher product family. The exact cause for the reported incident could not be determined.

Event description:
Restenosis.